Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during routine testing, it was observed that the attachment device ran hot and sounded loud. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there was patient involvement. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the complaint that the device runs hot and sounds loud could not be confirmed. It was noted however that the device the thimble lock operation as the drive shaft could turn while thimble was in the released position and the device failed the thimble set screw assessment since the set screw was loose. It was further noted that the back end gear was corroded, the middle gear was corroded, and the wrong thimble was installed to this device. The device failed the thimble lock operation due to the loose set screw. The root cause of the improper thimble being installed (assembly error) is unable to be determined. The loose set screw, back end gear corrosion, and middle gear corrosion are due to normal wear over time. The assignable root cause was determined to be wear and improper assembly/manufacture. This issue has been escalated to a CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.